Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the trial worked and they wanted to know when the implant was going to work. It was noted that: ¿stim¿ isn¿t working, ¿had wire pulled out and reinserted manually,¿ and they are supposed to change programs every month. It was noted that they had been adjusting the settings on each program they had tried so far, but think it may be time to have their internal system checked. It was noted that they had not been seen since implant. It was recommended that they keep track of their experiences on each program and contact their healthcare professional.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had never worked for them since implant on (B)(6) 2016. The patient stated that there was something wrong with the battery and that the wires pulled out. It was reported that the doctor left the ins in and implanted another one in (B)(6) (no year was given). It was noted that the patient¿s story did not match up with the timeline and there was no record of an additional ins being implanted since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was feeling a pain in their upper buttocks. They also noted that they had a ¿bladder accident¿ the night before, on (B)(6) 2017. They had seen their healthcare provider less than a week prior to the report and told them that the therapy was not working for them. Troubleshooting showed that stimulation was on. It was reviewed that the patient could consider increasing amplitude or changing programs. It was noted that the patient felt stimulation in the correct location, but they were not sure if therapy was working for them on the new program. It was recommended that the patient follow up with their healthcare provider to check the ins and leads. It was noted that they had follow up appointment, but they did not know the date. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.